Event description:
It was reported to philips healthcare there was an "error in usage" of the heartstart mrx. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.